Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient had surgery and has been catheter in the past 24 hours; patient was not voiding by themself. Caller reported patient has tried increasing their stimulation and continued to not void by themself. Transfer to nas for a manufacturing representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.